Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had larger air bubbles. Customer's blood glucose value was unknown at the time of the incident. Customer stated they were not able to refill reservoir and they noticed the air bubbles during the filling process. The device will be return for analysis.